Manufacturer narrative:
Device passed rewind, however unit failed prime/seating due to damaged motor slide. Unable to perform displacement test, basic occlusion test, force sensor test or occlusion test due to prime/seating anomaly. Device received pump error 75 during self test, and received unexpected battery power loss due to corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was not able to complete loading process. The customer¿s blood glucose was 280 and 286 mg/dl. Troubleshooting was done for reservoir and tubing process. Customer reported that they were unable to exit the load reservoir process. Customer was advised to select load and hold down until load reservoir process completes. Customer did not received complete status with next highlighted on the screen. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.